Event description:
On (B)(6) 2013 the customer reported that while the iabp was in use on a patient, the iabp was unable to detect the ECG signal. The customer replaced the cable and lead wires to correct the problem. Therapy was continued using the same iabp. No patient injury was reported. The customer elected not to have a (B)(4) service representative evaluate the iabp at that time. On (B)(6) 2013 the customer called to request a service visit to evaluate the iabp. The maquet service representative went to the facility on (B)(4) 2013 and rec'd the following info from the customer: on (B)(6) 2013, the patient was in the operating room when the customer attempted to connect the patient to the iabp. The customer was not able to acquire a reliable ECG trigger signal. The patient went into cardiac arrest at approximately 12:50 on (B)(6) 2013 and was not able to be revived. The biomedical engineer from the facility examined the iabp on (B)(6) 2013 and verified that the ECG was working correctly. After the iabp was examined by the customer's engineer, the customer quarantined the iabp due to the patient's death.

Manufacturer narrative:
The (B)(4) service representative tested the iabp to factory specification. This included all triggering functions. It functioned normally and was returned to the customer. On (B)(4) 2013, after the iabp was evaluated by the (B)(4) service representative, the customer removed the iabp from quarantine and placed it back into service. The DHR for the iabp involved in the event has been reviewed. There are no nonconformances in the device history record related to the reported event. We are following up with the customer for the following add'l info: an opportunity to evaluate the cable that was replaced by the customer at the time of the event, patient info, and whether or not they attribute the patient's death to the iabp. A supplemental medwatch report will be submitted when add'l info becomes available. (B)(4).